Event description:
An extracorporeal photophoresis (ecp) treatment was completed using bilateral peripheral IV's and a cellex machine. There were no alarms and the healthcare professional did not see any blood in the centrifuge compartment during the treatment. The treatment was completed without difficulty and the pt was discharged to home. During the cleaning of the cellex instrument a fine blood spray was noted in the band across the back of the centrifuge compartment and on the back of the centrifuge door. Several small blackish, fine particles were noted at the point where the centrifuge bowl connects to the drive tube. The biomed department was paged and the kit with the smart card was sent to biomed. The ecp nurse manager and the ecp/bmt physician were notified.